Event description:
It was reported a patient fell out of bed and the exit alarm did not sound. It was found that the bed was not connected to ac power and therefore the bed exit was not able to be set. No injury was alleged as a result of the reported fall.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.